Event description:
It was reported that the user experienced hyperglycemia associated with suspected insulin infusion site leakage after a site change. Investigation included troubleshooting and user education. Further investigation of this case revealed that the cause of the hyperglycemia was unclear, though improper supply change technique and infusion site leakage were considered. Symptoms included fatigue associated with elevated blood glucose up to 389 mg/dl without medical intervention, or immediate health effects. Outcomes included temporary interruption of therapy effectiveness and the need for premature supply changes, with the user returning to target range later the same day. It was concluded that a device malfunction could not be confirmed and user-related or infusion site factors could not be ruled out. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.